Manufacturer narrative:
Other device used: catalog #unk, unknown trilogy liner, lot #unk. Catalog #unk, unknown trilogy shell, lot #unk. The devices were not returned for review, therefore their conditions cannot be described. The device history records could not be reviewed as the item/lot numbers are unknown. The devices were used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, it is not suspected that the devices failed to meet specifications.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one patient experienced sciatic nerve palsy.

Manufacturer narrative:
Other device used: catalog #unk, unknown zimtron head, lot #unk. A device history records review could not be performed on the femoral head as the item/lot numbers are unknown. A complaint history search could not be performed due to the lack of identifying product information. A subsequent product compatibility check determined that the zimtron heads are not compatible with mayo stems. Zimmer has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. It cannot be determined whether this incompatible use had any effect on the reported event.